Manufacturer narrative:
Block h3: the ivus pim was returned for evaluation without the pim cable (both ivus pim and pim cable replaced at facility site). Visual inspection of the ivus pim found no damage observed. During functional testing, the ivus pim was connected to the lab system, and a catheter simulator was plugged into the ivus pim. After, an image was displayed, even upon manipulation of the cable multiple times during connection/disconnection/reconnection with no catheter faults observed. Block h6: the ivus pim evaluation concluded there was no failure detected. However, the probable cause of why the system failed during the case could not be determined since the pim cable was not returned for evaluation. At the facility site, the ivus pim and pim cable were replaced and confirmed to be in working order; therefore, the investigation conclusion code d02 (caused traced to component failure) remains applicable. Additional information- component code: imdrf #g04034- connector/coupler at the customer site, the field service engineer also replaced the ivus pim. In the initial MDR, component code imdrf #g02004 (cable, electrical) remains appropriate for the pim cable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. . At the customer site, the field service engineer observed that the pim cable was not connecting to the system. Additionally, the pim connector was slightly damaged; therefore, the pim was replaced and the system was confirmed to be fully functional. The pim cable was not returned for evaluation, thus the cause could not be established. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight mobile system was used in an emergent procedure. During use, two catheters failed, even after disconnecting/reconnecting and rebooting the system. The procedure was completed using angio with no patient injury reported. This product problem is being reported because the system could not be used during an emergent case; resulting in a potential for harm due to the delay of the procedure.